Event description:
Procedure: lap chole. Reportedly, after operation pt went into intensive care and subsequently had to be re-operated on. During the second operation, the surgeon discovered no clips were present on cystic duct, reportedly they fell off. Pt recovering without incident.